Event description:
General report received of the filter membrane of the burette not shutting off. The customer reports that antibiotics, pepcid or lasix are administered via this tubing set. The clinicians have noted "several incidents where air is being sucked through the filter and into the patient line". The tubing set is connected to a port on a thermodilution catheter. The tubing sets are reported to prime without difficulty and the medication/fluid infuses without problems. Once the burette is empty, it is noted that the flow does not stop and "air is sucked in the line and travels distally toward the patient". The air is reported to not have gone farther than six inches distally. The tubing sets are then changed with no further problems. The reporter states the nurse/patient ratio is very low, so no lines have been unattended long enough for any patient to actually have air close to the distal tdc port. There was one reported incident where there was a small amount of bleed back noted through the tubing. There was no report of a leak or crack noted. There have been no reports of adverse patient effect. Additional patient information was requested, but no further information was available.